Manufacturer narrative:
At this time, the device remains implanted. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a red alert was triggered due to high out of range shocking impedances. This implantable cardioverter defibrillator (ICD) remains implanted. No adverse patient effects were reported.